Event description:
It was reported the patient previously had an unknown sling implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter (aus) device due to unspecified reasons. It was further reported that the patient had originally been implanted with an advance xp sling in (B)(6) 2017. The patient's incontinence was better after the procedure, but after a few weeks his incontinence returned to the same level as before the sling implantation. There were no device issues or malfunctions with relation to the sling.